Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The lot number of the device was also not provided. A search was performed to obtain all lot numbers with the reported catalog number delivered user facility in the three months prior to the reported event date. Seven lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on one of the lots which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted by a user facility patient care technician (pct) as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.